Manufacturer narrative:
Ohmeda has attempted and been unsuccessful in retrieving the actual complaint unit. The unit which was returned previously was unused unit. This unit was tested and found to be fully functional. Add'l info has been obtained on the set-up and solutions used. The info has confirmed that the usage of the devices did follow the device labeling. The directions for use indicate "open package but maintein sterility of monitoring kit. Verify that all connections are secure and all stopcock handles are pointed in the desired directions." As the complaint investigation could not confirm the complaint, no corrective actions are indicated. No further info will be provided.

Event description:
Co's blood monitoring kit was being used. Loose connection occurred between the tubing assembly and the transducer screw collar.